Manufacturer narrative:
(B)(4).

Event description:
It was reported that the passed away. The cause of death is unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning the cause of death.

Event description:
A health care professional reported that the patient passed away in hospice care. The patient's death is unrelated to pump therapy.